Manufacturer narrative:
Combination product: yes. The complaint instrument was not returned for technical investigation. Only the stent of cpid 22071205/1028232-2022-03845 was returned subjected to a detailed technical analysis. The corresponding product release documentation for the complaint instrument was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, the provided angiographic material was reviewed. The stent of cpid 22071205/1028232-2022-03845 was returned entangled with two segments of two guidewires. The technical investigation revealed that this stent is severely deformed (i.e. Flattened) and elongated over its entire length. One of the two guidewire segments is threaded straightly through the center of this stent, the other guidewire segment is crossing through the stent struts at the distal end of this stent to the outside. The crossing guidewire could be identified as the reintroduced guidewire after this first stent has been implanted. The provided angiographic material was reviewed. The implantation of the first stent is shown including the pre- and post-dilatation. The complaint event of the difficulties in crossing the first stent with the complaint instrument is not visible in the angiographic material. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100%. Based on the conducted investigations, no manufacturing or material related root cause was determined. The root cause for the complaint event is most likely related to the guidewire which was re-introduced and crossed the struts of the first implanted stent.

Event description:
An orsiro drug-eluting stent system was selected for treatment of a mildly calcified lesion (50 percent stenosis degree) in the moderately tortuous distal lad. The lesion was pre-dilated with several balloon catheters and an orsiro 3.0/26 (reported separately under 1028232-2022-03845) was successfully implanted. The complaint device could not pass through the implanted stent and was withdrawn. Outside of the patient, it was observed that the previously implanted stent was pulled out of the patient. A new guiding catheter and guidewire were inserted, another stent was implanted in the medial lesion followed by a second stent in the proximal lesion.